Manufacturer narrative:
Patient age/date of birth and weight are unknown. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the screwdriver shaft broke while the surgeon tried to loosen the locking cap for universal reduction screw. The surgery was prolonged about thirty (30) minutes. The patient outcome was reported as good. All the broken off pieces were removed from the patient; there was no patient harm. The procedure was successfully completed. Concomitant reported part: locking cap for universal reduction screw (part 04.636.001, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).